Event description:
It was reported the patient's ipg is superficial inside the pocket due to recent weight loss. Surgical intervention was undertaken on (B)(6) 2018 where the existing ipg was located within the pocket. Therapy was restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is superficial inside the pocket due to recent weight loss. Surgical intervention may be pending to address the issue.